Manufacturer narrative:
Concomitant medical products: product ID: 693565 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected fast ventricular tachycardia (fvt) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use and currently appears to be functioning as programmed. No further patient complications have been reported as a result of this event.